Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a symptomatic patient presented in the emergency room and post-paced t-wave oversensing on the ventricular channel was observed via review of real-time egm. Patient felt tired and occasionally light headed. Programming changes were done. Patient was fine immediately after.